Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: review of the black box data confirmed the pump¿s time and date reset to the factory default setting after a power on reset. The time and date reset to the factory default was duplicated on investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue; both time and date are incorrect after the battery is removed from the pump for less than 12 hours.. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no indication that the product caused or contributed to an adverse event.